Event description:
A non-healthcare professional reported that after an intraocular lens (iol) implant procedure, a scratch on the lens was observed after insertion. Noticed the scratch on the lens once the lens was inserted into the eye, there was no harm to the patient, and the lens remains implanted in the patient's eye. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had heavy stress. The cartridge tip also had a small aneurysm, bottom left. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated with a non-qualified viscoelastic. It is unknown if a qualified handpiece was used. The root cause for the reported lens damage may be related to a failure to follow the IFU. Top coat dye stain testing was conducted with acceptable results. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had heavy stress, which may indicate the lens/plunger were not in acceptable positions for advancement. Stress is an expected occurrence but may be more pronounced with inadequate ovd and/or if the lens or plunger are not positioned correctly. In addition, a non-qualified viscoelastic was indicated. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).